Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 180 mg/dl while the sensor glucose reading was 123 mg/dl. The customer stated that she experienced false low alerts. The customer also reported bent cannulas a long time ago. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected opened and used sensor and performed continuity resistance test and sensor failed per specifications.